Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, difficulty was encountered removing the device. The access ports were used to successfully remove the device from the pt anatomy. The starclose se device clip deployed in the artery and achieved hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.